Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The service engineer (se) inspected the device. The se replaced the gas delivery system (gds). The gas delivery system (gds) was returned for failure analysis. Visual inspection of the gds did not reveal any signs of damage or contamination. The gds was tested and it was identified that the reported issue was caused by the u1 sensor. Replacement of the u1 corrected the reported issue. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The gas delivery system (gds) was returned for failure analysis. Visual inspection of the gds did not reveal any signs of damage or contamination. The gds was tested and it was identified that the reported issue was caused by the u1 sensor. Replacement of the u1 corrected the reported issue.